Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 15661919.

Event description:
It was reported that the patient experienced inadequate stimulation and had difficulty charging due to ipg not holding a charge. The patient underwent a revision procedure wherein ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned.